Event description:
It was reported that pump displayed malfunction alarm Malf 12, with no notable events occurred before malfunction. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by correction insulin injection, and did not require third-party assistance. Technical Support provided customer with instructions to reset pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 14 Pro / Unknown / iOS 26.1.